Event description:
The complainant alleged that during biomed testing, the device had no display no power up, and that the recorder was not functioning. The complainant indicated that there was no pt involvement in the reported malfunction.